Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) at maximum outputs due to lead dislodgement. The patient is not pacemaker dependent and the lead was electrically deactivated. No adverse patient effects were reported.